Event description:
Bayer case number: (B)(4). Small uterus, perforating essure coil on the lef [uterine perforation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("small uterus, perforating essure coil on the lef") in a female patient who had essure inserted. As concurrent condition the report mentioned vaginal discharge. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (robotic- assisted total laparoscopic hysterectomy, bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): small uterus, perforating essure coil on the left, normal appearing ovaries bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.